Manufacturer narrative:
The initial reporter also notified the FDA on 14 june, 2021. Medwatch report # mw5101685. The initial reporter also notified the FDA on 14 june, 2021. Medwatch report # mw5101698. Report source other: medwatch report. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: based on the quality team's investigation, the root cause of this incident cannot be determined. Rationale: no CAPA rationale: actual sample was not returned for investigation. The complaint trend will continued to be tracked and monitored.

Event description:
It was reported that syringe 1ml ll w/ndl eclipse 27x1/2 rb had foreign matter. The following information was provided by the initial reporter: it was reported that the syringe was dirty inside the packaging. Per complaint details received: noticed that one of the syringes was dirty, black and brown, however the package was sealed and intact.